Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 1 device was available for evaluation but has not yet been received. 2 devices were not available to stryker for evaluation.    Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device fractured. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Supplemental rationale corrected data. 3 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a fractured weld.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device fractured. 3 events had patient involvement; no patient impact.